Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. Initial reporter also sent report to FDA is unknown. Brand name, model#, catalog #, serial #, lot#, expiration date, other #, UDI# and PMA/510(k) number are unknown. No product information has been provided to date.

Event description:
It was reported that the device was displaying intermittent high pressure alarm. No patient injury was reported.